Event description:
It was reported the device exhibited an air in line error. Event occurred during pre-use, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. There was no fault found. As a preventative measure the air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.